Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a pairing test with (B)(6) bludtooth device on the transmitter and it passed. Attempted to review data, however no data was present to review in the cloud share log. A global functional test was performed on the transmitter and it passed. The complaint of a transmitter failure could not be confirmed. The root cause could not be determined, post investigation.